Manufacturer narrative:
Product analysis a visual inspection of the device found that the distal edge of the cutter window was damaged medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported physician was attempting to use a turbohawk atk atherectomy device during treatment of calcified/plaque lesion in pa tients mid superficial femoral artery. Severe calcification were reported. Lesion exhibited 100% stenosis. The hawk blade became stuck in plaque within the superficial femoral artery. The blade could not be retracted into the collection bin, and plaque was stuck in the cutting position of the blade, making it difficult to thoroughly rinse. The procedure encountered issues with flushing tissue, and a special balloon was used to dilate the lesion. The artery was pre-dilated and post-dilated, and the instructions for use were followed. No patient complications have been reported as a result of this event. When the device was returned it was noted that the catheter was damaged